Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched and at the customer's site on (B)(6) 2016. The fse observed no system errors. The fse ran a system check, high sensitivity (hs) system check, and a precision run with low qc. All tests passed within specifications. The fse noted the automation centrifuge had a set centrifuge time for four (4) minutes. The fse reset the centrifuge time to the recommended guideline for six (6) minutes. In conclusion, there may have been a use error associated with the centrifugation of the patient's samples, however there was insufficient evidence supplied to reasonably conclude that the use error is the sole contributing factor of this event. The cause of this event cannot be determined with the information supplied (B)(4). All mdrs associated with this report: 2122870-2016-00477.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample on the same laboratory's unicel dxi 800 access immunoassay system and obtained two lower results which were above the assay's normal reference range, but below the customer's critical cutoff. The initial access accutni+3 result was not released from the laboratory. There was no report of change to patient treatment in conjunction with this event. The customer reported an additional non-reproducible access accutni+3 result for one (1) patient sample was obtained five days earlier, on (B)(6) 2016. This event is addressed in MDR 2122870-2016-00477. Service was dispatched to evaluate the instruments performance. Calibration and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a green top lithium heparin plasma tube and was centrifuged for four (4) minutes at room temperature.